Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and the reported malfunction was not replicated or confirmed. The electrodes were put through extensive testing without duplicating the malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, these electrodes caused the associated device to fail self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.